Manufacturer narrative:
Event date is approximated.

Event description:
It was reported that a cerebrovascular attack occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. An unknown length of time post-implant, patient sustained an acute cerebrovascular attack (cva), which required tissue plasminogen activator and thrombectomy. Patient was compliant with eliquis. Transesophageal echocardiogram was performed during 45 day follow and patient was switched to dual antiplatelet therapy (dapt). Cva was confirmed with images. No further information is known at this time.